Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the charger was unable to power on. The last pt to use this battery charger did not report and problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger would not power on. Upon service investigation, the battery charger failed to program to location 000004qa5. The programming failure was likely caused by a intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective battery charger. The last pt to use this battery charger did not report any deficiencies.